Event description:
Boston scientific received information that this right ventricular lead displayed high thresholds due to a possible dislodgement. The lead was explanted and replaced due to the issue. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.